Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a damaged nose cone. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.